Manufacturer narrative:
Other relevant device(s) are: product ID: 9735585, serial/lot #: unknown. Analysis of the 9735585 found an import failure. A software analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
08/21/2017 (B)(4) (hcp, rep): medtronic received information regarding a navigation system while in an electrode and probe placement procedure. It was reported that the site was having missing slices appear in cranial software. When the same data sets were loaded in framelink, there was no issue with missing slices. It was stated that the issue was resolved by thresholding in the software. The procedure was completed with the use of navigation. There was a delay of 20 minutes. No known impact on patient outcome.